Manufacturer narrative:
(B)(4).

Event description:
A endurant ii stent graft system was implanted for the endovascular treatment of a 5.7 cm diameter abdominal aortic aneurysm. Angulation was 35 degrees, the diameter of the left iliac artery was 15mm. It was reported that it was discovered that there was a stent graft occlusion in the left limb. It was further reported that there was thrombosis which required hospitalization and surgery. It was also noted that this was not related to the device or procedure. It was further reported that the patient was suffering from a claudication of the left inferior limb. It was decided to hospitalize the patient for a check-up. A CT scan showed a complete thrombosis of the stent graft limb and of the stent in the left common iliac artery. A femoral-femoral crossover bypass was performed. It was also noted that the left primitive iliac artery had been stented and angioplasty had been performed on the right primitive iliac artery. No clinical sequelae were reported and the patient is fine. Additional information received reported that the left iliac side was confirmed to be the contralateral side. Additional information received reported that the cause of the thrombosis and occlusion was that the patient had a history of peripheral arterial disease on both sides before endurant implantation. The left primitive iliac artery had been stented and angioplasty had been performed on the right primitive iliac artery. After the endurant implant, arterial condition worsened. The stent in the left primitive iliac artery, already present before endurant implant showed a stenosis and was treated by another stent. The patient was treated for re-stenosis of the superficial femoral artery and left popliteal artery. The patient was seen in consultation and suffered of left inferior limb claudication. It was decided to hospitalize the patient for a check-up. A CT scan showed a complete thrombosis of the stent in the left common iliac artery and of the stent-graft contralateral limb. Additional information received reported that the secondary procedure was successful and the issues had resolved. Additional information received reported that the thrombosis extended up to the bifurcation.